Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the customer reported that the insulin was gelled. The customer indicated that the temperatures have been high in the area and the vial of insulin was not stored in a refrigerator after it had been opened. The customer indicated that the supplies on the pump would be changed and the insulin would be stored in a cool areal.